Event description:
Additional information was received from the patient. They reported that the cause was because they were raising it too high and the issue was resolved

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that, for at least a month, they'd been having a lot of trouble/pain, especially at night at their ins site to the point where they were ready to have it taken out. The patient stated the pain has gotten worse to where they couldn't lay flat on their bed and they had to sleep with an ice pack under them on their recliner. The patient denied having had any traumas or falls that would have led to the issue and stated they started going to a chiropractor for about a month now as a result. The patient stated they'd gone to their primary doctor who told them that an MRI could be a way to determine if the "device is up to something" or "moving around." The patient stated they didn't know if they could get an MRI so patient services walked the patient through activating MRI mode. When the patient was going to connect they mentioned that they often had trouble connecting and initially they got 'device not responding' message. They also commented that they knew it wouldn't connect during one of their attempts because they couldn't feel the stimulation when they had the communicator over the ins. The patient confirmed they would sometimes feel the stimulation before they connected. Patient services did not ask further questions about this comment as they were focused on the reason for the call. The patient stated they felt the ins as a "hard knot thing" under their skin and when they placed the communicator over the ins site and kept the communicator still, they were able to connect to see their settings and activate MRI mode. The patient was fully body eligible. The patient then deactivated the MRI mode and turned their therapy back on and when they did so, the stimulation was really strong and felt like it was "grabbing" them by their "privates" so they turned it down to a comfortable level. The patient was going to follow up with their managing health care provider (hcp) soon, at their hcp's office on (B)(6) 2023 for their 3 month check up. The patient stated they may call them earlier than that to discuss their pain. The patient also mentioned that today when they got out of their car, they started to wet themselves but again, patient services did not ask any further questions about the accident given the focus was on the reason for call.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.